Event description:
On 6-20-99, during a call involving a 73 yr old male pt in cardiac arrest, the unit shocked one time and when they tried to shock a second time, they got a "defib failure, cycle energy out" message. They had a lifepak 1o defib with them that was used to deliver one more shock. The pt was pronounced.